Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recq1946 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was clotting with the PICC line. No other information was provided. This report addresses patient #5 and lot number recq1946.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of clotting in the PICC line was confirmed and the cause was determined to be use related. The product returned for evaluation was a 5fr t/l powerpicc provena catheter. The sample contained blood-like residue throughout and the extension legs were heavily coated in what appeared to be white, sticky, dressing residue. Gross visual evaluation of the device found blood-like residue occluding the entire distal tip of the catheter and further red usage residue thickly coating the exterior of the catheter shaft. Microscopic examination of the distal tip found no free path for fluid flow. Functional testing confirmed that all lumens were fully occluded. The sample was cut in 1cm increments throughout the distal 5cm of the catheter. The red usage residue was observed to occluded the distalmost 1cm and then was free throughout the other sections. Further functional testing confirmed full fluid flow following removal of the occluding material. From this, it appeared that the catheter had become occluded with blood products. This type of event can be mitigated by regularly flushing and maintaining the catheter. Additionally, the product IFU advices, ¿to reduce potential for blood backflow into the catheter tip, always remove needles or syringes slowly while injecting the last 0.5 ml of sterile saline.¿

Event description:
It was reported that there was clotting with the PICC line. No other information was provided. This report addresses patient #5 and lot number recq1946.